Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump battery cannot be removed from the battery compartment but then was able to remove it with a screwdriver. The customer's blood glucose reading was 600 mg/dl at the time of incident. Troubleshooting found that the customer was using old batteries and was advised to use new ones. Customer declined high blood glucose troubleshooting.